Event description:
During a remote follow up, inappropriate mode switching was observed on the device. It was suspected the mode switching was due to atrial loss of capture. It is suspected the loss of capture is due to the tissue at the lead location. An in clinic follow up is anticipated to review the atrial output and investigate further. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.